Event description:
It was reported post-implant of a laparoscopic adjustable band procedure, the patient returned for a port revision, the strain relief had migrated. The port was replaced on (B)(6) 2010. The patient is fine.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis.